Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported error alarm (light emitting diode) led failure. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. Power on unit in normal mode found visual and audible alarms functions. Found alarm red flashing when in unit was in alarm condition. The manufacturer¿s field service engineer (fse) performed alarm testing per service manual instructions to address the reported problem. The unit successfully passed the required performance verification test.